Manufacturer narrative:
It was reported that the sensor broke during the removal procedure on (B)(6) 2024 and only a part of it was taken out. According to the hcp, not all parts could be recovered. The remaining piece of sensor was removed successfully during another attempt that was made on (B)(6) 2024. The sensor was received at senseonics on 26 nov 2024. A visual inspection confirmed that the sensor broke into two pieces with breakage occurring in the sensor body, and all the pieces were successfully extracted.the root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". The customer is doing well. This incident does not require any further investigation. B4.date of this report 20 february 2025. G3.date received by the manufacturer? 24 jan 2025. D9 device available for evaluation? Yes on 26 nov 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 22,40.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the sensor broke into two pieces during the removal procedure on (B)(6) 2024 and only a portion of sensor was removed. The sensor had been implanted in the upper arm. The clamp of the removal kit was used for sensor removal. The remaining piece of sensor was removed successfully during another attempt that was made on (B)(6) 2024. The customer is doing well.